Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and analysis. The model and lot number were reported therefore, a device history record (DHR) review was performed. Results: test method results will be provided once the investigation is completed. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
It was reported by an rn that a patient's chemotherapy homepump is empty and had stopped infusing as of 9:30am. Per the rn, the patient was hooked up at 8:30pm on friday (B)(6) 2015 at patient's home. The chemotherapy was to infuse over 46 hours (to disconnect 6:30pm on sunday (B)(6)). Patient's infusion lasted 37 hours instead of 46 hours. Verified amount of saline and medication to be 233ml and not exposed to excess heat/warmth per rn. Additional information received on october 6, 2015: no adverse event or injury due to the fast flow incident. However, the patient was more nauseated than normal after chemotherapy. No medical intervention was required. The pump was filled and hooked up to the patient within 3 hours of filling. The pump was located on top of a blanket during infusion. The flow restrictor was a little off the body off the port site. The device will be sent back to the facility.

Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was returned empty. The pump was refilled with 270ml x 5ml/hr. The pinch clamp was opened and the pump infused. The distal luer was put in a collection container and 12.02g was collected. The start weight of the pump was 366.27g and the end weight was 354.25g after 2 hours and 40 minutes. The flow accuracy testing was performed. After 40.5 hours of testing, the pump yielded a flow rate of 2.98ml/hr, which is below specifications with a +/- 15% tolerance. Pressure pot testing was performed for this sample with the tubing detached from the pump. The flow restrictor was connected to a pressure gauge. The average bladder pressure used was 10.55psi. After 2 hours of testing, the flow restrictor yielded a flow rate of 5.05ml/hr which is within specification with a +/- 15% tolerance. The investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump was below specifications. During pressure pot testing, the glass orifice met specification using the average bladder pressure. Conclusion: the sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.